Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was unable to perform occlusion, the excessive no delivery test due to constant motor error alarm. The pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 319 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.